Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient stated they were feeling dehydrated and treated themselves with 2.5 units of quick acting insulin. No medical intervention was reported. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.